Manufacturer narrative:
The cleaning, disinfection, and sterilization of the scope was performed the by the customer. The last sampling date was september 16, 2021. There was no patient infection. The sampling was routine. The scope was precleaned with enzymex l4 by franklab detergent. Asept inmed was used for manual treatment/bedside precleaning along with enzymex l4 by franklab detergent and peralex 9 hecto + peracetic acid disinfectant by franklab. The biopsy valve, air valve, and suction valve were automatically cleaned. Isa by cantel medical was used as the automatic endoscope reprocessor (aer) along with intercept plus detergent by cantel medical and rapicide peracetic acid disinfectant by cantel medical. The piston on the scope was manually cleaned before being automatically cleaned. The scope was stored horizontally. Maintenance was provided by olympus. Initial reporter information: the occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the suction channel of the evis exera iii colonovideoscope tested positive for four (4) colony forming units (cfus) of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3, event date was (B)(6) 2021. Correction to d9, product receipt date was (B)(6)2021. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including the biopsy port was damaged, the air/water cylinder was damaged, suction cylinder damaged, the biopsy channel was worn, and the auxiliary channel worn. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of bacterium was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of bacterium could not be confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.